Event description:
Paramedics responded to a call for a patient was unconscious. The customer's blood glucose was tested using the paramedic's breeze2 meter and the reading was 155 mg/dl. The patient was taken to the hospital where his/her blood glucose was tested at 20 mg/dl. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The patient was treated with glucose and regained consciousness. No adverse events were alleged as a result of the breeze2 readings. Troubleshooting showed the breeze2 system to be operating's as designed, but the test strips and meter were still returned for evaluation. Replacement products were sent to the customer.